Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated (B) (6) 2007, had a monitoring battery voltage of 2.59 v after 37 months of implant. Additional information was received that the device had gone into safety mode. It was reported that the patient had been undergoing radiation treatment. The device was subsequently explanted and returned for analysis. No adverse patient effects were reported. --

Manufacturer narrative:
Analysis of the returned product is currently on going. This event will be updated when analysis is complete. Review of device memory revealed the device had multiple warm resets and one power on reset. Portions of the circuitry, including the battery, were isolated and tested. Analysis found that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. Analysis concluded the device had reset due to low battery voltage which caused the device to go into safety mode.